Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, olympus confirmed foreign material was observed in the z-block, distal end and forceps elevator, but the type of the material or definitive root cause cannot be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the flex videoscope exhibited foreign material in the forceps elevator, z-block and distal end. There was no patient involvement.